Manufacturer narrative:
Additional information has been provided with this report that was not included with the initial report.

Event description:
It was reported via phone call that the customer's sensor glucose was 120. The customer's current blood glucose was 213mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call low blood glucose levels. Customer's blood glucose reading was 40 mg/dl. Customer advised they are having issues with the sensor. Troubleshooting for the sensor was performed. Customer advised they are experiencing pain when the sensor is inserted. Customer was advised to speak to their healthcare provider.